Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user experienced poor glucose control while using the ilet, with hyperglycemia approaching 300 mg/dl after dinner and a subsequent low glucose event just under 70 mg/dl, and the user requested to return the device. Symptoms included hyperglycemia and hypoglycemia. Outcomes included no injury and no medical intervention beyond routine corrections. Investigation included review of available complaint information and attachments. Investigation of this case revealed no device malfunction identified and no device component issue confirmed, with cause of the glycemic excursions unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.